Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited failure to capture. It was also noted that the patient experienced discomfort due to their ICD feeling hot. Programming changes were made. The patient continued to be monitored.